Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr verified the reported issue of a transducer fault. The main printed circuit board (pcb) was replaced and the unit was tested, returning it to service specifications. Results of investigation: the carefusion failure analysis lab received the suspected main pcb and performed a failure investigation. The reported issue was duplicated the root cause was isolated to a transducer experiencing excessive zero drift.

Event description:
It was reported that the ventilator experienced a transducer (xdcr) fault during pre-use. There was no patient involvement at the time of the reported incident.